Manufacturer narrative:
Zimvie received one (1) xfosm385, (osseotite 2 implant 3.25 x 8.5mm) for evaluation. Visual evaluation was performed, the implant has signs of use, with bone debris on the external threads. There was observed damage around the implant's drive feature and platform. DHR review was completed for the subject lot number 2022051232. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022051232 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: h3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Event description:
The doctor reports that the driver was not fitting inside the implant's drive feature and torque could not be achieved. The doctor confirms that the procedure was completed by placing another implant. The affected dental position is # 30. The doctor confirmed through a phone call that the driver works well with other implants and that's why it wasn't sent, and the lot number and reference number of the driver are unknown and impossible to obtain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.